Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during cleaning in the sterile processing department at the user facility, components were found to be missing from the front end of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning in the sterile processing department at the user facility, components were found to be missing from the front end of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.